Manufacturer narrative:
Pre-procedural CT images and procedural cine was provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: observations: severe aortic valve calcification, severe aortic root calcification, porcelain aorta, rca stent; poor coaxial alignment of the sheath; during advancement of the delivery system (ds) across the aortic annulus, it is likely that forces were applied against the heavily calcified ncc due to poor coaxial alignment; there is heavy calcium at the junction of the stj and ncc, which was pushed through the aortic wall during deployment; immediately after valve deployment extravasation is seen at the ncc; placement of the valve is approx 70/30 aortic/ventricular. Impressions: there is poor coaxial alignment of the sheath due to frail apex. As a result, there was nearly a 90 degree bend in the delivery system (ds), and the ds was advanced along the lateral wall. During implant, all of the forces were applied to the ncc, and the valve pushed the bulky calcification through the aortic wall. Extravasation is noted at the level of the stj and ncc. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, according to review of the imaging provided, poor coaxial alignment of the sheath caused a bend in the ds. During implant the forces from the ds were applied to the ncc, and the valve pushed the bulky calcification through the aortic wall, creating a rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative acti...

Event description:
Following the transapical deployment of a 23mm sapien valve, a root aortogram noted either a root dissection or a root rupture. During transapical access the surgeon was experiencing difficulty getting the sutures to hold in the apex due to friable tissue. The access site was moved slightly to achieve hemostasis with the sutures and the procedure was continued. The patient was placed on bypass. A 26mm sapien valve was prepared ¿soft¿ and deployed with no pvl or central leak seen on tee. The transapical sheath shifted slightly and the access site began to bleed. After approximately 10 minutes the surgeon was able to control the bleeding and an angio run was performed. An extravasation was seen on the root aortogram, noted to be either a root dissection or rupture. The patient was converted to open repair. The source of the bleeding was identified as a hole in the non coronary cusp. The surgeon placed multiple sutures and two pericardial patches; however the tissue was friable and repair attempts lasted several hours. An iabp was placed and 8 units of rbcs were given. The patient continued to decompensate and went in and out of ventricular fibrillation (v-fib). Several defibrillations and cardiac massage were performed, and the patient stabilized. Upon removal of the iabp the patient went into v-fib again and ultimately expired.